Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device identified no issues with the hypotube shaft. No kinks or damages were identified. No issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blades identified that blade 1 was lifted in the proximal end; pad was intact, blade 2 had a 2mm blade segment missing, pad was intact and blade 3 had a 1mm blade segment missing; pad was intact. The blade segments were not present in the packaging for this device when presented for analysis. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 18mar2025. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely calcified left anetrior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross in the lad lesion due to the resistance and calcification. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. However, device analysis revealed the blade was lifted and detached.